Event description:
Walking aid user. Muscle atrophy. Unable to work and perform activities of daily living [activities of daily living impaired]. Inflammatory reaction on left knee [inflammation]. Walking difficulty [gait disturbance]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Baker's cyst [synovial cyst]. Calf pain [pain in extremity]. Case description: spontaneous report was rec'd on (B)(4) 2013 (add'l info was rec'd on (B)(4) 2013) from a (B)(6) female pharmacist (consumer), (B)(6), with joint effusion, grade ii chondromalacia in left knee and grade iii chondromalacia in right knee. The pt's medical history was significant for previous use of synvisc (hylan g-f 20) completed in (B)(6) 2012 (5 injections). On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc injection (dosage regimen and route of administration not provided) in the right knee. The lot number of synvisc was not provided. On (B)(6) 2012, the pt rec'd the second synvisc injection. On (B)(6) 2013, the pt rec'd treatment with third synvisc injection, into the left knee. On an unspecified date, the pt rec'd treatment with an unspecified product, four injections in the right knee and two injections of in the left knee. On (B)(6) 2013, the pt developed knee swelling, inflammatory reaction on left knee, walking difficulty (unable to stretch or bend normally) and was unable to work and perform her activities of daily living (persistent or significant disability/incapability). The same day, the pt rec'd treatment with feldene sl (piroxicam) for the events of inflammatory reaction on left knee and knee swelling. On (B)(6) 2013, the pt underwent arthrocentesis and unk amount of fluid was aspirated (joint effusion). The same day, the pt rec'd treatment with corticosteroid injection for the events of knee effusion, knee swelling and inflammatory reaction on left knee. On (B)(6) 2013, the pt again underwent arthrocentesis and rec'd treatment with corticosteroid injection. On (B)(6) 2013, the pt rec'd treatment with predsim (prednisolone sodium phosphate) for the events of knee swelling. Joint effusion and inflammatory reaction on the left knee. The same day, the pt rec'd treatment with reuquinol for an unk cause. On (B)(6) 2013, the pt underwent knee ultrasound and was diagnosed with baker's cyst that had ruptured at the outer edge and caused calf pain. The baker's cyst and calf pain precluded the pt from stretching the leg and hitting the ground. The same day, the pt underwent arthrocentesis for the third time. It was reported that since (B)(6) 2013, the pt was on crutches (walking aid user), applying cold compression every 2 hours and had physiotherapy sessions every 2 hours. On an unspecified date in 2013, the pt developed muscles atrophy due to knee effusion and walking with flexed leg. On (B)(6) 2013, the pt returned to work on crutches, wearing kinesio tape, bandage and compression hosiery. The pt had not yet recovered from the event of inflammatory reaction on the left knee and knee swelling. The outcome of the events of "unable to work and perform activities of daily living", baker's cyst with rupture at the outer edge, calf pain, walking difficulty, walking aid user, muscle atrophy and knee effusion was not provided. Relevant concomitant medications reported included mobility. The treatment with synvisc was discontinued. The intensity for all the events were not provided. The reporting pharmacist assessed the relationship between synvisc and the event of inflammatory reaction on left knee, knee swelling, knee effusion , backers cyst, calf pain, walking difficulty, walking aid user and muscles atrophy as definite. The causal relationships between synvisc and the event of "unable to work and perform activities of daily living" was not provided by the reporter. In the reporter's opinion, the event of inflammatory reaction on left knee was certainly related to synvisc. However, it was suspected that the physician could have added other components in the injection mixture and also the event of inflammatory reaction on left knee could have happened due to the unspecified product use.

Manufacturer narrative:
The qa (quality assurance) investigation summary was rec'd on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.